Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose and diabetic ketoacidosis on unknown date with blood glucose of 500 mg/dl to 600 mg/dl and insulin pump alleging under delivery. Customer reported that the battery compartment cracked and battery cap chipped. Customer was using insulin pump system within 48 hours of reported high blood glucose event. Customer reported that the drive support cap appears normal. The customer experienced symptoms such as nausea, throwing up and vomiting. The customer was treated with insulin drip. The customer was wearing the insulin pump during the hospitalization. The insulin pump will be and reservoir will not be returned for analysis.

Manufacturer narrative:
Device passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and delivery accuracy test at 0.08740 inches. No under delivery anomaly or over delivery anomaly noted. The stop (idle) current and run current measurement tests are within specification. Device also passed self test, off no power alarm test and a21 error test. Device uploaded properly using carelink. Device had broken battery tube threads, minor scratched display window, scratched case, scratched reservoir tube window, cracked reservoir tube lip and a missing end cap sticker. The information that provided in date of incident with the initial report was incorrect. The correct information has been included with this report. (B)(4).

Event description:
The initial report and or supplemental report had the incorrect incident date. The correct incident date is (B)(6) 2019.